Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite support. Logs were obtained. An investigation of the central station found that the vitals on all bedside were visible and sounding alarms when triggered. The fse was unable to access the patient monitor as it as still connected to a covid patient. The logs were reviewed by philips clinical support personnel. The review determined that there was a software crash at the time of the alarm. The error log indicated a network error occurred. This is considered a product malfunction; the cause of the network error was not determined. The reboot of the device following the crash appears to have resolved this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that non-invasive blood pressure (nibp) alarms sounded at the bedside but not at the philips intellivue information center (piic) ix central station for a patient at approximately 13:53 on (B)(6) 2020. The customer indicated that there was a patient event.